Event description:
It was reported to philips that the system was unable to complete start up. There was no information regarding device use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.